Manufacturer narrative:
The event logs from the sysetm were reviewed and confirmed the extended procedure.

Event description:
It was reported that a large pt received a radiation burn during extended fluoroscopy procedure.